Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture was confirmed with a proximal seal separation. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed in and the PMA# listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
The procedure was to treat a mildly tortuous, moderately calcified, de novo lesion in the mid left anterior descending (mlad) artery. Using a radial access site, pre-dilatation was performed with a non-abbott balloon 2.5x10 mm at 12 atmospheres and the percent stenosis was <30%. The 3.5x18 mm implant was to be deployed; however, while inflating the balloon, it was noted that the balloon was not inflating despite pressures up to 10 atmospheres. The dye was changed but the situation persisted. The device was removed from the patient and it was noticed that the balloon was ruptured although the lesion was very simple with very less calcium. A 3.0x18 mm implant was deployed successfully. There was no clinically significant delay in the procedure and there were no adverse patient effects. No additional information was provided.